Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. The patient was considered a high risk candidate at the time of initial implant due to pulmonary, renal, and cardiac disease. It was reported that 53 months post implant 4 cuffs were added due to distal migration of the proximal end of the graft 8 cm. It was reported that 61 months post implant the patient presented to the emergency room with persistent nausea and vomiting. The patient was hypotensive and pale. The computed tomography demonstrated a ruptured 9 cm abdominal aortic aneurysm in the anterior wall. The physician surgically removed the stent graft and converted the patient to open surgical repair. The physician noted that there were no tears or holes in the stent graft. The patient tolerated the procedure well and was transferred to the recovery room. Further information was received and we were informed that the patient had expired on an unknown date, and unknown reason.